Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 5mg/ml at 1.5mg/day, bupivacaine 10mg/ml at 3mg/day, unknown baclofen 800mcg/ml at 240.31mcg/day, and clonidine 200mcg/ml at 60mcg/day. It was reported that the patient had back/spine surgery. At the time of this surgery, the pump spinal catheter was accidentally nicked. The surgeon noticed a small drop of medicine was slowly leaking from the catheter. The back surgery was completed on 2025-06-13. The patient was brought back on 2025-06-16 to replace the damaged catheter. There were no known diagnostics/troubleshooting performed. At the time of this report, the issue was resolved. The patient's medical history included chronic pain.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6) , ubd: 30-apr-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.